Manufacturer narrative:
The investigation determined that higher and lower than expected amon quality control results were obtained from using vitros amon microslides on a vitros 250 chemistry system. The most likely assignable cause of the event is instrument related. Prior to the event, unacceptable quality control results were observed. Following service actions performed by an ortho field engineer, the customer observed improved vitros amon quality control performance. The cause of the unexpected instrument performance is likely due to microslide incubator contamination.

Event description:
The customer observed higher and lower than expected vitros ammonia (amon) quality control results (amon = 116.8, 197.0 versus expected 146.6 umol/l) from a vitros performance verifier level 2 control fluid processed using a vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros amon results were generated from non-patient fluids, however, the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).